Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of felt chilly and peritonitis in a patient coincident with dianeal pd 1.5% and dianeal pd4 2.5% therapies. Dianeal therapies were ongoing. During a call with baxter vietnam technical services, the following was reported. On (B)(6) 2012, the patient felt chilly and experienced peritonitis. Peritonitis was manifested as abdominal pain and cloudy effluent. On (B)(6) 2012, the patient was hospitalized for the events. On (B)(6) 2012, the patient started treatment with cefazoline (1gram (gm), per day daily, intraperitoneally (ip) and fortum (1gm, per day daily, ip) for peritonitis. The cause of peritonitis was not reported. The patient was recovering. Peritonitis was unrelated to baxter products.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for peritonitis -no malfunction or use error is not confirmed because the disposable set was not returned to baxter and the lot number was unknown. The cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Further information was received from a nurse. On (B)(4) 2012, the patient stopped the treatment for peritonitis and was discharged from the hospital. The patient recovered from peritonitis with culture positive for klebsiella. The event of peritonitis was reported to be unrelated to baxter products.